Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Depression: unable to observe as it is not related to the device. Dizziness: unable to observe as it is not related to the device. Headache: unable to observe as it is not related to the device. Change in sleep habits: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the manufacturing process. Local reaction: unable to observe as it is not related to the device. Pulmonary disfunction: unable to observe as it is not related to the device. Muscle weakness: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Varied injuries: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "severe breast implant illness, silicone particle migration, anxiety" and "unexplained vertigo, panic attacks, depression, severe hair loss, dry skin, unexplained food allergies, heart palpitations, shortness of breath, frequent migraines, reoccurring, muscle weakness, brain fog, insomnia, systemic joint pain, among others", not device related. Later healthcare professional reported "capsular contracture baker grade iii". This record is for left side. Device was explanted.

Event description:
Patient reported "severe breast implant illness, silicone particle migration, anxiety" and "unexplained vertigo, panic attacks, depression, severe hair loss, dry skin, unexplained food allergies, heart palpitations, shortness of breath, frequent migraines, reoccurring, muscle weakness, brain fog, insomnia, systemic joint pain, among others", not device related. Later healthcare professional reported "capsular contracture baker grade iii". This record is for left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ depression: unable to observe as it is not related to the device. ¿ dizziness: unable to observe as it is not related to the device. ¿ headache: unable to observe as it is not related to the device. ¿ change in sleep habits: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ pulmonary disfunction: unable to observe as it is not related to the device. ¿ muscle weakness: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ varied injuries: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.